Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a in.pact av access was used to treat the left arm. Approximately 16 months post procedure patient suffered stenosis of arteriovenous graft at axillary vein and secondary tandem lesion at arterial inflow and proximal non-cannulation zone. Shuntagram scheduled after ultrasound identified stenosis of the arteriovenous graft during exam; shuntagram noted primary lesion with stenosis of the axillary vein and secondary tandem lesion with stenosis noted at arterial inflow and proximal non-cannulation zone. The enrolment lesion was noted to be the venous anastomosis and was not involved in this procedure. Treatment for the lesions noted, included angioplasty and drug coated balloon. No residual stenosis noted after procedure. Patient recovered.

Manufacturer narrative:
Update received 17 jul 2025: during the index procedure the left arm venous anastomosis was treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: index procedure was to treat the left arm anastomosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.